Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this brady lead was a case of an attempted implant due to damage or defective as the screw appeared to not be straight. In addition, a catheter was used prior and was too distal. A new catheter was used. This brady lead was replaced with the same model, not implanted and returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was a case of an attempted implant due to damage or defective as the screw appeared to not be straight. In addition, a catheter was used prior and was too distal. A new catheter was used. This brady lead was replaced with the same model, not implanted and returned for analysis. No adverse patient effects were reported.